Event description:
It was reported that prior to an implant procedure, the implantable cardiac monitor was tested and was in unexpected reset mode. The device was not used. There was no patient involvement.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed. The device was received in reset with battery voltage above elective replacement indicator (eri). Device code was restored and during analysis device reproduced reset. Upon further analysis, device would not interrogate. Device was cut open and measured voltage at end of life (eol). Battery was sent for analysis which indicated cathode tab disconnect. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.